Manufacturer narrative:
(B)(4). Complaint conclusion: during the use of a 2x20mm 155cm saber rx balloon catheter (bc), it was reported that saber rx was delivered to the lesion. However it ruptured within its nominal pressure. Therefore the balloon catheter was removed intact from the patient and two non-cordis balloon catheters (2x20 and 2.5x120) were used. Another saber balloon catheter was inflated in the popliteal artery. The procedure finished successfully. There was no reported patient injury. The target lesion was the below the knee (btk). The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  A non-cordis guide wire had crossed the lesion.  No additional information is available.  The device was not returned for analysis. A device history record (DHR) review of lot 17454175 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use (IFU): ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a saber rx balloon catheter (2mm2cm155), it was reported that saber rx was delivered to the lesion. However it ruptured within its nominal pressure. Therefore the balloon catheter was removed intact from the patient and two non-cordis balloon catheters (2x20 and 2.5x120) were used. Another saber balloon catheter was inflated in the popliteal artery. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  A guide wire (cruise, st. Jude medical) had crossed the lesion.  The target lesion was the below the knee (bk). The patient¿s vessel level of tortuousness and calcification are unknown. The rate of stenosis is unknown.  No additional information is available.